Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a posterior fusion (th11-l1) for burst fracture on (B)(6) 2023. The surgery was completed successfully no with surgical delay. On july 23, 2024, when confirming the surgery scheduled for (B)(6) 2024 the breakage of the screw in question was discovered. The breakage site is on either side of l1 of th11-l1 fixation, and the broken part of the screw is at the side hole of the fenestrated screw. On the 24th surgery, the upper part of the broken screw will be removed, and the remaining part of the screw will left in the vertebral body as it was probably not removable. The surgeon commented the second surgery due to the screw breakage. One possible cause, other than product, is the idea that the screw may have been overloaded, leading to fracture, because the anterior prop reconstruction was not performed and the procedure was performed posteriorly alone. The patient was reported as stable. This report involves one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.0 x 45mm. This is report 1 of 1 for (B)(4).